Event description:
The pt received his scs system on (B)(6) 2008. It was reported the pt was experiencing a shocking sensation in his legs, and overstimulation when the system was off. The pt felt like the ipg and or lead wire may have moved. At the first appointment, the sjm rep could not perform a diagnostic measurement of the system because the ipg was not charged. It was reported the pt described increased physical activity. X-rays did not show obvious breaks in the system. The pt was asked to charge the battery prior to the next appointment, and note any issues. At the next appointment, it was reported the pt had not charged the battery. The physician was working closely with the pt for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.